Event description:
Boston scientific received information that a few months ago during a device check, the estimated battery longevity of this pacemaker had been two years until replacement time. The threshold measurements were noted to have increased and the device was reprogrammed accordingly. As of this time, the physician was wondering why the device was already for replacement when the estimated battery longevity based on the previous device check was still adequate for two years time. Boston scientific technical services (ts) discussed that since the thresholds were reportedly high, the battery bin might have been jumping from one bin to another during the longevity calculation made by the programmer. The device was explanted and is now out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.